Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Customer did not address the empty cartrdige for an extended period of time resulting in the customer¿s blood glucose increasing to 495 mg/dl with trace ketones. The customer went to the emergency room (ER) for the elevated bg and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer left the ER 5 hrs later that same day.